Manufacturer narrative:
The stretcher was evaluated by an authorized field technician at the customer's site. The technician performed visual and function tests on the stretcher. He was unable to duplicate the reported issue and the stretcher functioned as intended. The complainant confirmed the medics involved in the incident were able to return to their jobs with no missed time. Medical records were not provided.

Event description:
It was reported while transitioning the stretcher from chair mode to cot mode the cot allegedly "gave way" and two medics were injured in the process. There was no report of patient injury as a result of the incident. Follow up communication with the complainant was initiated and it was stated the medics were seen by a physician, per department regulations, for alleged shoulder pain and lower back pain. Both medics were released to continue in their positions and neither missed any work as a result of the incident.